Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an increase in recharge burden, due to the inability of the ipg to provide at least 24 hours of therapy when fully charged. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined.